Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 50.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that lead was explanted and replaced due to increased threshold and impedance. The patient is doing okay.